Manufacturer narrative:
(B)(4). Medical device: batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic left colon procedure it was not possible to make the anastomosis. The device didn't work. Used another device to make the anastomosis. Longer anesthesia and procedure. Patient consequence was not reported.

Event description:
On hold for paula 02/23/2023

Manufacturer narrative:
(B)(4). Corrected data. Remedial action initiated type: recall.